Manufacturer narrative:
The evaluation of the list number (6l45) for complaint activity found there are no trends for the product related to patient results. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lot 55286uq06, worldwide field data was reviewed. The median population result for the lot was comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated total bilirubin result generated on the architect c4000 on one patient. Results provided: (B)(6) 2019 = 21.9 mg/dl / (B)(6) = 16.9 mg/dl. No impact to patient management was reported.